Event description:
It was reported, the rigid endoscope sheath ceramic tip broken. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: d9, h3, h4, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The ceramic tip was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the ceramic tip was damaged. The cause of the damaged tip was not established however, it is possible the damage was mechanically or thermally induced. Olympus will continue to monitor field performance for this device.